Event description:
Two issues with the insufflator device. 1)insufflator being used for pediatric case. Pressure increased to 40l/minute higher than acceptable pressures even for adult use. 2) or had not been informed of the need to utilize special pediatric software that limits pressure, unaware it was even available.